Event description:
Major pump unit(s) involved: external control system failurespecific component(s) involved: other component malfunction, specify

Event description:
Major pump unit(s) involved: external control system failureadditional text: 14-volt li-ion not holding chargespecific component(s) involved: other component malfunction, specifyadditional text:other component: 14-volt li-ion batterycausative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): other interventions, specifyother intervention : replaced 14 volt li-ion batteryimplant device type: lvadmalfunction device type: